Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 06c36-29, that has a similar product distributed in the us, list number 04p53, with 510k/PMA/bla number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A research letter by coffin cs et al., ¿ultrasensitive detection of hbsag and hbv genome analysis in a prospective cohort with chronic hepatitis b after hbsag surface antigen loss,¿ hepatology communications 2025;9:e0854, evaluated residual hbsag detection and viral persistence in patients who were negative by standard assays after achieving functional cure. The authors reported that 76 of 78 patients were negative by the architect hbsag assay, and 19 of 76 were positive for hbsag when retested using the architect hbsag next qualitative assay, of which 8 of 19 were confirmed by the architect hbsag next confirmatory test. Overall, 93.8% of the cohort had undetectable hbv dna. No impact to patient management was reported.